Event description:
A customer reported experiencing an occlusion alarm with their insulin pump. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by changing the infusion set and cartridge, then resuming insulin delivery. Despite the frequent recurrences of this issue over almost two months, the customer declined further assistance, and tandem technical support decided to close the case.